Manufacturer narrative:
Upon review, the right atrial lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction that caused a serious event.

Event description:
New information received on july 18, 2018, indicates that there were no issues noted on the right atrial lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for the explant and replacement of a right atrial lead due to an insulation break. The patient was stable before, during, and after the procedure. No further information is available.